Event description:
It was reported that within a month of implant the patient complained of phrenic nerve stimulation from the left ventricular lead. Reprogramming was performed and the lead remains in use. The patient is a participant of the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.